Event description:
It was reported that the device had an electrical reset. The patient had undergone radiation therapy. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a write to locked ram power on reset was recorded on (B)(6) 2013.